Event description:
"Unsuitability of the port access"

Manufacturer narrative:
Visual exmination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted a breakage of the band tubing (this is the portion to tubing located between the stainless steel connector and the port). In addition, an opening was noted in the band tubing. The breakage of the band tubing and opening in band tubing may be wear related as there is no clear evidence of surgical damage. The breakage and the opening may have the cause of the leakage. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."